Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The investigation did not identify a definitive root cause. However, the results suggest that component failure likely contributed to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the rigid endoscope telescope had cracked lens. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.